Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na, k, and ci for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated they primed and changed the electrodes for troubleshooting but test runs still showed noise flags and questionable results were generated. The reporter was able to provide two patient samples with discrepant results: (B)(6): the initial cl result was 103 mmol/l. The repeat result was 125 mmol/l. The initial k result was 5.2 mmol/l. The repeat result was 4.3 mmol/l. The initial na result was 118 mmol/l. The repeat result was 140 mmol/l. (B)(6): the initial cl result was 125 mmol/l. The repeat result was 106 mmol/l. The initial na result was 126 mmol/l. The repeat result was 147 mmol/l.

Manufacturer narrative:
The field service engineer (fse) performed an ion-selective electrode (ise) check with acceptable results. He also performed a full ise decontamination. He verified that the o rings had no leaks. He replaced the vacuum nozzle tubing to the waste trap. He also checked the tube connections into the degreaser and refitted all parts. He performed primes, ise checks, calibration and qcs with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.